Event description:
The facility reported a syndeo syringe pump with an unknown problem. It is unknown when this event occurred. There was no patient injury or medical intervention necessary according to the hospital representative. During baxter's service evaluation, this device was found to be intermittently losing power and shutting itself off.

Manufacturer narrative:
Evaluation summary: during product evaluation, the reported condition of an unknown problem was not confirmed. Primary repair did find, however, that the device was intermittently losing power and was shutting itself off during a test. The root cause of this condition was due to a faulty battery pack. The battery pack was replaced to correct this condition. The device was retested and returned to the customer within specification.